Manufacturer narrative:
G4:29dec2020. B4:08jan2021. The philips service technician evaluated the ventilator and the occurrence of "check vent: alarm led failed" error code was confirmed both in the operational check performed in the repair center and the diagnostic report. The philips service technician replaced the power switch overlay to resolve the issue. The device successfully passed all required testing, and remains at the customer site. A similar investigation was performed it was identified that the primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
It was reported to philips that the device displayed "alarm led failed" while the device was in use on a patient. The device was in use at the time of the event. There was no report of patient or user harm, and no delay in therapy was reported. The device was swapped out by a hospital staff when the alarm occurred.